Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off the date that the article was accepted for publication as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Choi h, gaiha r, moeschler sm, et al. Factors associated with implantable pulse generator site pain: a multicenter cross-sectional study. Neuromodulation. 2020. 10.1111/ner.13317. Implantable pulse generator (ipg) site pain following neuromodulation procedures is a recognized complication. The site of the ipg placement varies depending on the neuromodulation type and physician preference. The incidence of ipg site pain as a function of the site of ipg implantation has not been studied systematically. Reported events: it was reported that up to 4 cases of infection and device site hematoma occurred requiring surgical revision. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.